Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer kept going lower and lower and the next of kin is not sure if the pump was over delivering. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct information has been provided with this report.